Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure the pt underwent a target vessel reintervention. The index procedure treated a 90% stenosed, 3.0x8mm lesion of the distal rca (right coronary artery). Treatment consisted of pre-dilation and placement of a 3.0x16mm taxus express2 stent resulting in 0% residual stenosis. The pt was discharged without complications two days post procedure on bayaspirin and plavix. The pt returned in 2009 with a 75% stenosis of the distal rca. Reintervention consisted of placement of another MFR's 3.0x13mm drug eluting stent resulting in 0% residual stenosis. The investigator assessed the event as definitely related to the study stent.

Manufacturer narrative:
As the device was not returned, a technical analysis could not be performed. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure, and is noted within the dfu.